Manufacturer narrative:
The autopulse resuscitation system model (s/n (B)(4)) was returned to the manufacturer and was analyzed. Visual results indicated that the lcd display backlight was flickering. Archive data exhibited multiple user advisory ua17 messages. Thereby confirming the customer's reported complaint. No batteries were returned to the manufacturer for investigation, however, the archive files indicate that proper battery management procedures concerning daily system checks and battery swaps were not being followed. Low voltage batteries were being used repeatedly in conjunction with a larger subject being used on the platform. Run in test was performed with the (B)(4) with a good battery for (B)(4) and no faults or errors were observed. Furthermore, during servicing of the platform, the drive train motor brake gap was noticed to be out of specification. Service was unable to adjust the brake gap back within the specification which could be due to the set screws not locking into the encoder dimple locking hole. This caused the brake to disengage. Service has replaced the drive train motor and the lcd. In addition, all the required testing to ensure the autopulse platform is fully functional has been completed.

Event description:
It was reported that the autopulse device stopped and displayed a user advisory 17 (max motor on time exceeded during active operation). It was also reported that the lcd display was flickering. No additional details were provided. There was no adverse patient sequelae that was reported.